Event description:
The catheter broke while being discontinued. Catheter segment was removed using arthroscopy. Patient discharged the following day.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. It was reported that following total knee replacement surgery, an on-q pump was placed with the patient for pain relief. While being removed, the catheter broke. The catheter fragment was removed by arthroscopy and the patient was discharged the following day. The catheter fragment was received and evaluated. The visual inspection of the catheter found the piece to be stretched and broken. Based on the information stated in the dfu, the technique used during the removal of catheter may have contributed to the breakage of the catheter. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.